Manufacturer narrative:
Concomitants: 200-02-41 - three peg patella 41mm 3619802, 204-04-44 - trapezoid tibial tray sz 4f/4t 3741583, 204-34-08 - fluted stem extension 80l x 14 mm 3723644, 02-012-51-4009 - logic tib insert impl crc, sz 4, 9mm 4218952. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's underlying condition.

Event description:
It was reported that a male patient, initial right knee implanted on (B)(6) 2018, underwent a revision on (B)(6) 2022, approximately 4 years 5 months post the initial procedure. Reason for revision reported was loosening due to osteolysis. The implants were replaced with competitors¿ devices. No further information known.